Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed an impedance/resistance decrease. Performance data shows max high voltage b electrode and max superior vena cava impedance decreasing slightly and gradually beginning (B)(6) 2009 when measured values: svc of 59 ohms, hvb of 45 ohms. Last measurement on (B)(6) 2010 with values: svc of 40 ohms, hvb of 28 ohms. Pacing impedances were steady and within normal limits. The device is part of the advisory for this model.

Event description:
It was reported that there is a decrease in the lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.